Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that oxygen concentration was out of tolerance. As a resolution,the 02 blender was replaced.the s.w was also upgraded to 5.10 vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 oxygen concentration was out of tolerance. Furthermore, there was no information for patient associated with the reported event.